Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported that the insulin pump alarmed no delivery. Customer's blood glucose was 147 mg/dl. Customer declined troubleshooting. The customer was advised to do a complete set change. Customer does not want to return the set and reservoir for analysis. No further information provided.